Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the time was still advancing but no buttons responded to presses. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to moisture damage on lcd board. The device had cracked case at display window corner, reservoir tube lip, and minor scratches on the display window.